Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-32496, 1627487-2020-32497. It was reported that the patient experienced ineffective therapy. As a result, the system was explanted to address the issue.